Event description:
Procedure: radiofrequency ablation (rfa). Reportedly, prior to beginning, the grounding pads were placed on the patient in the femoral area of both thighs (skin not shaved). The patient then requested to go to bathroom. The patient did so. The ablation procedure was done lasting 30 minutes. The patient noticed burns on the right femoral skin area measuring 4.5 x 4.5 cm. A burn was also on the left femoral area measuring 2 x 5 cm. The right side injury required treatment and skin transplantation.